Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. The instructions-for-use under baw2800548 revision 2 and baw2800424 rev. 2 (operators manual addendum) are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse started therapy around 0455. The arctic sun device cooled the patient but then cooled past the targeted temperature (tt). Nurse stated the device was now alarming low flow 01 (patient line open)/02(low flow) and the water flow rate (wfr) was 0.3 l/min. Confirmed they were using a neonate pad. Discussed flow rate and correlation to heater capacity. Had nurse stop therapy and empty the pad to disconnect. Arctic sun device alarmed 7 empty pads not complete. Had nurse attempt to empty pads again, device alarmed 07. Had nurse disconnect pad over basin or trashcan. Walked nurse through placing device in manual control, without pad water flow rate (wfr) was 0.6 l/min, inlet pressure (ip) was -6.7psi, circulation pump command (cpc) was 38 percentage, system hours were 1,992, and pump hours were 1.8. Nurse asking if it could be the pad or the machine, and if they should try swapping one. Explained it seems like maybe the pumps were recently replaced but perhaps it could be that the pump connection needs to be verified from where it was replaced. Suggested trying same pad on another machine first. If it still was having low flow issues, then try replacing the pad. Nurse stated they will just call back if this did not work. No return page.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse started therapy around 0455. The arctic sun device cooled the patient but then cooled past the targeted temperature (tt). Nurse stated the device was now alarming low flow 01 (patient line open) / 02 (low flow) and the water flow rate (wfr) was 0.3 l/min. Confirmed they were using a neonate pad. Discussed flow rate and correlation to heater capacity. Had nurse stop therapy and empty the pad to disconnect. Arctic sun device alarmed 7 empty pads not complete. Had nurse attempt to empty pads again, device alarmed 07. Had nurse disconnect pad over basin or trashcan. Walked nurse through placing device in manual control, without pad water flow rate (wfr) was 0.6 l/min, inlet pressure (ip) was -6.7psi, circulation pump command (cpc) was 38 percentage, system hours were 1,992, and pump hours were 1.8. Nurse asking if it could be the pad or the machine, and if they should try swapping one. Explained it seems like maybe the pumps were recently replaced but perhaps it could be that the pump connection needs to be verified from where it was replaced. Suggested trying same pad on another machine first. If it still was having low flow issues, then try replacing the pad. Nurse stated they will just call back if this did not work. No return page.